Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was gone to 250 mg/dl or 300 mg/dl at that time. Customer was treated with insulin pump and manual injection. Customer also reported that the insulin pump was under delivering. Customer performed displacement test and the test result was successful. Customer was declined to performed high pressure test. Troubleshooting was performed for under delivery and high blood glucose. The insulin pump will not be returned for analysis.